Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A kana email was received by abbott diabetes care (adc) regarding the follow-up contact from a customer regarding the abbott diabetes care (adc) device issue: an unspecified product quality issue with the use of adc device was reported. Additionally, the customer indicated in the email: ¿the malfunction of the device resulted in a medical emergency that required hospitalization and paramedic intervention. Despite my previous attempts to resolve this and my inquiries regarding compensation¿including requests for replacement sensors or an insulin pump, I have not received a substantive response. The customer has requested a replacement sensor and replacement insulin pump due to the medical event that was reported as: the adc device was consistently provided ¿perceived-false low¿ glucose readings, ¿often in the 50s¿mg/dl.¿ as a result, the customer ¿relying on this data,¿ remained capable of providing unspecified self-treatment ¿to raise glucose levels, only to find my actual blood sugar was over 500 when tested with a different device.¿ the customer was then admitted to the hospital intensive care unit (ICU) for 4 days diagnosed with ¿ketoacidosis¿ with complications to include the vomiting of blood. There was no report of death, serious injury.